Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30-40 (mg/dl). Reportedly, due to the low bg level, the customer became unconscious, and was delivered a glucagon shot by the customer's children. The customer alleged that the pump delivered an unrequested bolus in the middle of the night. The customer was unable to recall specific event dates, and has been using manual injections to manage bg level. Although requested by tandem technical support, the customer reported being unable to upload the pump data logs for a log review to be performed. It was confirmed that the customer was in contact with health care provider regarding diabetes management.